Manufacturer narrative:
Block updated with the additional information received on august 16, 2017. A deployed wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath and inner shaft were curved. The marker band locations on the inner shaft were measured to be within specifications. No other issues were noted with the device. The noted damages to the returned delivery system were consistent with the application of excessive force during attempted deployment. The investigation concluded that the reported event was likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary partially covered rx stent was to be used in the bile duct during a biliary drainage with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient has a history of pancreatic cancer and the patient¿s anatomy was tortuous. According to the complainant, during the procedure, stent placement was attempted but it was reported that the length of the stent did not match and it was long. The physician tried to reconstrain the stent to replace it with a shorter stent; however, it could not be reconstrained. When the physician tried to withdraw the stent and delivery system, the stent prematurely deployed. The deployed stent was removed from the patient using a snare and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no injury¿. **additional information received on august 16, 2017** it was reported that the stent was the labeled length , but it was too long for the patient's anatomy. The stent was removed from the patient because it was too long for the anatomy.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary partially covered rx stent was to be used in the bile duct during a biliary drainage with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient has a history of pancreatic cancer and the patient¿s anatomy was tortuous. According to the complainant, during the procedure, stent placement was attempted but it was reported that the length of the stent did not match and it was long. The physician tried to reconstrain the stent to replace it with a shorter stent; however, it could not be reconstrained. When the physician tried to withdraw the stent and delivery system, the stent prematurely deployed. The deployed stent was removed from the patient using a snare and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no injury¿.